Event description:
It was reported that during an unk procedure, the device would not fire. A new device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Date sent: 6/18/2009. Info anticipated, but unavailable at this time.